Event description:
Procedure type: breast reduction. According to the reporter: two months post-operatively pt came in with incision openings. Pt was re-sutured in-office. Allegedly, there was tissue damage and/or pt injury.

Manufacturer narrative:
(B) (4). (B) (4).